Manufacturer narrative:
Upon further assessment it was determined that the infection occurred greater than one year post-operatively. Therefore, this event is not reportable and should be voided.

Event description:
Upon further assessment it was determined that the infection occurred greater than one year post-operatively. Therefore, this event is not reportable and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157446/ head/ /lot # 368210 . Item # 192012/ stem / /lot # 011470. Item # us157852/cup/ lot # 213330. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020- 01198. 0001825034 -2020 -01199. 0001825034 -2020 -01200.

Event description:
It was reported patient underwent hip revision surgery due to infection. Attempts have been made and additional information on the reported event is unavailable at this time